Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was confirmed. Meter data-log was uploaded and reviewed and significant date and time changes were observed . Time and date change due to electrostatic discharge were observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: while troubleshooting with customer service it was revealed the date and time were not set correctly in the meter.

Event description:
Customer reported that on (B)(6) 2011, while at church, she received an e-6 message (service code 658) on the display of her adc blood glucose meter. She further reported that due to this she could not test and subsequently experienced "headaches and sleepiness" which resulted in a loss of consciousness. Customer noted a church family member caught her so she didn't hurt herself. No third-party medical intervention was required. Customer self-treated with water and tea. There was no report of death or permanent injury associated with this event.